Event description:
It was reported that prior to an unknown procedure, both the firing and release lever were stiff. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.